Manufacturer narrative:
One tactisys¿ quartz sn (B)(6) was received for evaluation. The tactisys was powered on but power-on-self-test (post) was unsuccessful. Review of the log files identified the time and date stamp data were no longer accurate which is consistent with a loss, or interruption within the keep alive memory power. The cmos was measured at 1.9 volts which consistent with a depleted battery. Based on the information and investigation provided to abbott, the root cause was isolated to the depleted cmos battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, a communication issue occurred causing a delay in procedure. When the catheter was inserted into the patient and connected to the tactisys, the catheter was not recognized on ensite x. Additionally, the tactisys was red and did not recognize the catheter. The catheter and tactisys were exchanged and the procedure was completed with no adverse consequences to the patient.